Event description:
Caller states the pt tested 1.8 inr on the coaguchek xs system and 17.4 inr on a comparison lab. The lab was run a second time with a result of 17.4 inr. Coumadin was adjusted based on lab results. No adverse event reported. Requested return of suspect system and replacement was sent. Caller states the system was miscoded at the time tests were performed.